Event description:
After delivery, the leg plate was disconnected by the research rn who did not note any lesion at the time. After the pt was transferred to the postpartum room her mother noticed a blister on the right thigh and informed clinical nurse. The blister was about 1cm in diameter with surrounding erythema at the location of the leg plate placement. The regular stan strap had been used and the pt was on stan from (B)(6) 2011 at 20:30 to (B)(6) 2011 at 09:10. The pt did report a tendency for easy bruising. The lesion was beginning to heal by the time she left the hosp. The blister was treated with antibiotic ointment.

Manufacturer narrative:
The event took place at (B)(6), who are participating in a (B)(4) trial. The event was reported to neoventa as a study adverse event (not serious). The legplate cable has been exchanged. Neoventa concludes that the event is related to the concomitant product: (B)(4) leg plate ((B)(4)). The event will therefore be reported to the producer of this product: (B)(4).